Event description:
Pt had a knee replacement and has difficulty bending or moving the leg. Leg is swollen. Pt has hives and erythema. Used steroids and creams but no improvement. Had pt and had little progress. Had sore throat, problem with digestive system and intern suspects latex sensitivity.